Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the quick coupling device was making a rattling sound and making marks on the pins. There were no delays to the planned surgical procedure. A spare device was not available for use. The reporter indicated that the surgery was completed successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as returned. The device was not retuned for investigation. The date returned to manufacturer was corrected from apr 22, 2015 to no. Device evaluated by manufacturer and the evaluation code has been updated to reflect the change. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.